Event description:
Revision surgery - the surgeon removed the hemiarthroplasty shoulder and replaced it with a reverse shoulder prosthesis. The pt had rotator cuff failure and proximal bone loss.

Manufacturer narrative:
The reason for this revision surgery was to remedy a rotator cuff failure and bone loss after 9.6 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this part number: one due to trauma, one for incorrect features, one due to infection, one for stability/poor joint issues, and one due to dislocation. This is the first complaint for this lot number. The root cause for the rotator cuff failure and bone loss was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.